Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to progressive weakness and altered mental status (ams). The patient had been decompensating for a few months and had been followed by palliative care since they were not quite ready for hospice. It was reported that the patient had reduced activity level, increased fatigue and poor oral intake over a few days prior to (B)(6) 2021, so the patient¿s spouse decided to make the patient do not resuscitate (dnr) and inpatient hospice was consulted on (B)(6) 2021. They decided to withdraw care on (B)(6) 2021 to give the family time to say their goodbyes. On (B)(6) 2021 the patient¿s lvad was shut off and the patient passed away peacefully. The cause of death was determined to be heart failure. The patient¿s lvad was functioning normally, and the death was not considered to be device related. Additional information was received stating that all available information related to this event was communicated on (B)(6) 2021 and no further information will be provided. No product is available for investigation. The hmii instructions for use (IFU) lists death and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to progressive weakness and altered mental state (ams). The patient had been decompensating for a few months and had been followed by palliative care as she was not yet ready for hospice. It was reported that the patient had reduced activity level, increased fatigue, and poor po intake over the past few days. The patient's family met with hospice on (B)(6) 2021 and planned to withdraw care on (B)(6) 2021. On (B)(6) 2021, the patient's lvad was turned off, and the patient passed away at 11:55 due to heart failure. The patient's lvad was functioning normally and the death was not device related.